Event description:
It was reported that the customer started a freestyle libre 3 plus sensor, experienced a pairing failure with a sensor error recorded in device history, and then replaced the sensor, after which continuous glucose readings of 135 mg/dl were observed on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm function after sensor replacement. Investigation included troubleshooting and education with confirmation of a pairing failure and sensor error consistent with a cgm communication issue. Investigation of this case revealed a resolved sensor pairing malfunction with the affected cgm component, with no ongoing device performance issues following sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a sensor communication or pairing anomaly resolved by replacement.